Event description:
It was reported to boston scientific corp on aug 19, 2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used during a esophagogastroduodenoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure and removal of the device, the physician could not fully deflate the balloon. The device got stuck on the channel of the scope. There was no damage to the device. The device and the scope were removed together. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. (B)(4): (device stuck in the scope). According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).